Manufacturer narrative:
A ge svc rep performed an onsite investigation. The interconnect cable was replaced and the power supply was adjusted during the service call. The sys was tested and found to be working as intended and put back into svc.

Event description:
The fe reported that the sys would not boot up. There was no pt injury or death reported.